Manufacturer narrative:
Customer discarded the product.

Event description:
The user facility reported that during a re-transfusion procedure, when a nurse inserted a spike of the blood infusion filter, the tip of spike penetrated the blood bag from the inside. It is unknown how much blood was leaked from the bag but it was a small amount. The patient did not require any additional blood or bagged blood. There was no delay, no medical intervention, and no adverse consequences.